Event description:
It was reported during the pt's permanent procedure intra-operative testing revealed the pt did not have effective stimulation therapy in all of his pain areas. It was noted the pt's scs lead had migrated. The physician offered to revise the pt's scs lead, however, the pt declined. No add'l info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.